Manufacturer narrative:
H10 based on a response to information request, the battery was an out of box failure. The 1124 "(cbit) battery failed" error code occurred when the new battery was installed in the device, and the device was started up at the repair center. The notification was created for requesting credit. There will be no further investigation since the customer only requested a credit. H11 updated contact information and contact office entity updated health impact code.

Event description:
Philips received a complaint from the customer on the v60 device indicating that a 1124 (battery failed) error code had occurred. It was reported that there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
(B)(6).